Event description:
The customer reported an issue with the pump declaring an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.